Event description:
A customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 423 mg/dl and 25 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing. According to the internal memory log of the meter, similar readings of 426 mg/dl and 23 mg/dl could be found within 10 minutes.